Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 the patient experienced neurological dysfunction, in the form of neuropathy related convulsions. A computed tomography (CT) scan was performed. The patient was administered warfarin at the time of event. The cause of the neuropathy was determined to be the complexity of medical management. No special abnormalities were found during device interrogation. On (B)(6) 2025, the patient was admitted due to the convulsions, and an electroencephalogram was performed.

Manufacturer narrative:
Section d6a: date of implant corrected. Section e2: corrected. Section g2: report source corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. Requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient on warfarin at the time of the event. The patient was discharged on (B)(6) 2025.